Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer performed a supply change to address the issue. There was no adverse impact to the customer¿s blood glucose value.